Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump history was observed to be missing. The customer confirmed during troubleshooting with tandem technical support that a blood glucose (bg) value entered into the pump was not present in the history. There was no reported impact to the customer's bg level. Reportedly the customer would continue to use the pump for insulin therapy.